Manufacturer narrative:
The device associated with this report was not returned. Review of the device history record and/or a lot specific complaint database search was not possible as the lot code required was not provided. Per the initial reporting by the depuy clinical team, no additional information is available. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has determined that this product code is obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The clinical report states the patient had a liner and head exchange for wear and osteolysis 11.4 years after primary tha.